Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter, the customer stated: "the needle is not engaging properly in the safety guard. There was no needle stick injury, it was after use when they tried to engage the safety guard."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter, the customer stated: "the needle is not engaging properly in the safety guard. There was no needle stick injury, it was after use when they tried to engage the safety guard."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter, the customer stated: "the needle is not engaging properly in the safety guard. There was no needle stick injury, it was after use when they tried to engage the safety guard."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-15. H6: investigation summary: bd had received 1 shelf pack of samples for evaluation. 30 samples were subjected to a visual for slanted needles as well as hand-activation. 11 out of 30 samples appeared to have slanted IV needles against the eclipse shield and the indicated failure mode for bent needle with the incident lot was observed. In addition to this one sample failed to engage safety shield over needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.